Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product code or lot of product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: please note that my surgeon confirmed that same dermabond was used 6 months ago on the previous surgery . I am waiting for the lot number and part number info from dr. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Yes. What is the procedure name? Total knee replacement left knee : makoplasty procedure . What does the reaction look like and how large of an area does the reaction cover? Entire length of the tape2x 8 inch approx plus 2 inches outside in all direction. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (re-operation; wound re-closure; prescription medication)? If so, please specify. No not yet. If medication was required, please clarify if it was prescribed by a physician or purchased over the counter I was given antibiotics starting monday this week cephalexin 500 mg . 4x a day. Can you identify the product code and lot number of the product that was used? Surgery performed at (B)(6), dr (B)(6) at 11 pm . I have asked my surgeon office dr. What is the most current patient status? Able to walk but holding off on bending the knee . Passive pt only . Afraid I could develop scar tissue if I don¿t start bending exercise . Bending could tear the healing skin at this moment . Some areas of the incision releasing clear fluid( no smell) . Surgery results appear to be well so far. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? I had surgery done on my right knee 6 months ago . Not sure if it was the same tape used . I have asked my surgeon office for the brand name. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2023 and topical skin adhesive was used. Post-op reaction on 9-dec-2023 with blisters/rashes & skin peeling. Patient was instructed by the surgeon to remove adhesive tape this morning. Close to incision. He said the reaction measured to be about 10 inches long 3.5 inches wide. No medical intervention was prescribed other than being prescribed cortisone from over the table treated with cephalexin 500 mg . 4x a day. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: operative report provided: the skin and subcu fat was closed with suture. The skin was closed with marcaine and lidocaine plain and sealed with dermabond prineo tape. Dressed the wound with gauze. Abd cast padding and ace wrap. Patient was brought out of anesthesia. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.